Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle 25ga experienced foreign matter on the device cannula. The following information was provided by the initial reporter: fm: a white fm was found on the needle near the hub. Molding defect: a black fm was found on the hub.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 200703. D4: medical device expiration date: 2025-06-30. H4: device manufacture date: 2020-07-03. D10: device available for eval yes, d10: returned to manufacturer on: 2021-10-22 investigation summary a device history record review was completed for provided lot number 200703. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of these issues, one unpackaged sample, two packaged samples, and one non-bd syringe were returned for evaluation by our quality engineer team. The packaged non-used samples revealed a hair between the blister packages. The unpackaged needle showed epoxy on the hub component. Epoxy is the adhesive used for this product and is white in color. The unpackaged needle showed a white dot on the cannula surface near the point; this was also identified as epoxy. An exact cause during the manufacturing process could not be identified for these issues. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. The entire assembly and packaging process takes place in an environmental controlled room where the air is continuously filtered. Based on the preventive measures in place, we believe these were isolated incidents with an unlikely chance of recurrence. A comprehensive program has been initiated in an attempt to eliminate a wider range of potential sources of foreign matter. Our quality team will continue to closely monitor the manufacturing process for signs of potential defect and any emerging trends.

Event description:
It was reported that the needle 25ga experienced foreign matter on the device cannula. The following information was provided by the initial reporter: (1) fm: a white fm was found on the needle near the hub. (2) molding defect: a black fm was found on the hub.